Event description:
It was reported that during the user of the device for a non-clinical activity, the cooler heater unit had an internal flow failure. This unit was in storage for several years and has not been used. There was no pt involvement.

Manufacturer narrative:
The customer wanted a quote for rebuild. The hospital would likely retire this unit as it is cost prohibitive to repair.